Event description:
The procedure was to treat a graft to the pda. While using a percusurge, after five or six passes, the guide wire began sticking on the guide wire. The purcusurge was retracted at which time the guide wire broke into two pieces. The entire guide wire, including the distal separated portion, was removed from the patient inside the guiding catheter. No patient effects were reported.